Event description:
A materials manager reported that a posterior capsule tear occurred during intraocular lens (iol) implant surgery. Another lens was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).